Event description:
Customer reported that she received the wrong replacement meter and due to not being able to test for (2) days she experienced "shaking, seeing black spots" and was "sweating heavily". She reports seeing her local doctor and being diagnosed with hyperglycemia and being treated with insulin. She also reports drinking "large amounts of water" to help alleviate her symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The correct replacement meter has been sent to the customer.